Event description:
Philips received a complaint by the customer on the v60 indicating that error code (check vent: blower stalled or blower not running at required speeds). Had occurred. It is unknown at this time if there was any patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer experienced error code blower stalled or blower not running at required speeds. The rse determined a replacement of the blower was required due to the code. On-site repair is currently pending.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer experienced error code 1134 (check vent: blower stalled or blower not running at required speeds). The rse determined a replacement of the blower was required due to code 1134. A field service engineer (fse) went onsite to further investigate the issue. The fse determined that the cables to the user interface (ui) and power management (pm) and blower required a replacement. The fse replaced both the cable for ui to pm and blower to resolve the issue. No further action was required. The fse replaced the ui to pm cable and blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.